Event description:
A patient's family called to the manufacturer with the information that the patient died. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe mechanism was distorted/bent. There was a tip seal observation.